Event description:
The following has been reported: biomed reported: (B)(6) paused tubing set problem twice. Cleaned again and didn't resolve issue. Received at depot. Confirmed pump problem. Pump needs to be opened and replace lip seals and cleaned. Deep clean. Replace loading pin lip seals. Replace fva lip seals. Replace downstream pressure switch. Provisioned to bring-up mode - ready for test line. Performed front housing - functional check 3. Failed test 6. Investigation findings: bad fva board - stuck bearing for dsps sensor. Replace fva board. Pass all stations of the test line front housing. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 06:30 06/13/2026. Pulled from heratherm @ 18:30 06/13/2026. 24 hour dwell - complete. Lvp burn-in test â[?]" Pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: sensor hardware failure (dsps sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.